Event description:
In 2000, the device was placed for drainage of cardiac abscess. An attempt to remove the catheter 2 days later, was unsuccessful. The distal end of the catheter was cut and removed. However, the string appeared to be caught in the pericardium. The string was cut and the remaining segment left in the pt.